Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the interconnect cable and the power supply. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed an interlock failure error message. No pt injury was reported.